Event description:
Info was received that reported a pt was hospitalized in late 2008, due an incident of hyperglycemia. The reporter states the same day, the paramedics were summoned by his wife when he became weak, and dehydrated with vomiting. The pt states he was admitted to the hosp with a blood glucose of 2000 mg/dl. The pt was treated with IV fluids and insulin. The pt states just prior to the event his bg's had been "200, 300 and 150". The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.